Event description:
This is an ongoing issue. I use the stello continuous glucose monitor. I believe the readings of my blood sugar are incorrect. They read my blood sugar at 40-70 points higher than it really is based on a finger stick reading on my one touch glucose monitor. The incorrect reading has caused me to not know that I have low blood sugar which can be life threatening. The dexcom stello cgm states that the FDA has approved it and that it is accurate. I disagree that it is accurate and think the FDA should follow up with testing of the product.